Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to new implant surgery, the pacemaker was attempted to be interrogated via remote before opening the device package. However, rf transmission did not succeed. The device was replaced with another one. The procedure was completed successfully.

Manufacturer narrative:
Additional information: b5.

Event description:
New information states that the device was interrogated again. The reported issue was not reproduced and rf transmission was able to be used without issue. There was no allegation of malfunction against the device.